Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer to troubleshoot the issue by inspecting and cleaning the pump components and instructed the customer on how to correctly load a new cartridge. Initially unsuccessful, the customer was able to successfully fill and load a new cartridge with the assistance of technical support, allowing them to complete the load process and resume insulin delivery.